Manufacturer narrative:
During a recent FDA quality systems inspection (6/15/1998 through 6/30/1998) the system for handling complaints and mdrs was reviewed. In FDA form 483, the FDA inspector desired additional investigation info on this complaint file. This follow-up report serves to provide additional investigation info to the FDA, specific to this complaint. Results of review of device history records attached.

Event description:
A physician reported that a pt with a history of collagen treatments was last treated on 12/2/96 in the glabella. On 6/24/97, the pt returned to the physician's office presenting with a swollen pustule at the glabella, the symptoms began two to three weeks prior to that date (exact date not recalled). The pt reported manipulating the glabellar site after the symptoms began. The pt was febrile slightly over 100 f with swollen lymph glands. The pt reported that the glabellar area had drained earlier in the day and the drainage was "wormy." The physician diagnosed an abscess, prescribed cipro and warm compresses and performed an incision and drainage; not much drainage was noted. The physician believed the pt may have developed a hypersensitivity to collagen that became infected secondarily. He believed that the swollen lymph nodes and fever were related to the infection. On 7/7/97, the glabellar area was healing nicely and the lymph nodes were decreased in size.